Event description:
A report was received that the patient was explanted due to an infection at the pocket and lead sites. The patient's pocket and lead incisions started opening-up after the stitches were removed. The symptoms were redness and irritation at the pocket and lead sites. The patient was given oral antibiotics. The physician decided to explant the ipg and leads. The device was working properly prior to explant. The patient was kept at the hospital overnight. The lead site is doing better than the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm model #: sc-2352-50, serial #: (B)(4) and (B)(4), description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.